Manufacturer narrative:
(B)(4). The reported patient effect of neurological deficit is a known adverse event listed in the rx xact instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that on (B)(6) 2011, the patient was noted to have a mild to moderate decrease in sensation in the right arm and face during the stroke scale evaluation with the pin prick test. There was no treatment provided and the patient continues to have this decrease in sensation. There were no other neurological deficits noted. The patient denies experiencing numbness, tingling, weakness, slurred speech, or visual changes.

Event description:
It was reported via a trial that after pre-dilatation in the left internal carotid artery (lica) using the viatrac balloon, the patient's heart rate decreased to the 50s. The patient was asymptomatic and the heart rate returned to the 90s the same day. After the xact stent was deployed in the lica, the patient experienced a transient ischemic attack with acute unresponsiveness and aphasia with right hemiparesis lasting approximately ten minutes. The patient was given intravenous fluids, atropine, and nitroglycerin. The non-abbott sheath was partially occluding the left common carotid artery. The patients symptoms resolved after the previously mentioned treatment and removal of the sheath. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: viatrac 4.5 x 20, 135 cm (ref 1008191-20; lot 0011951). Guide catheter: amplatz-left-0.75, 8 french guide catheter. Embolic protection: emboshield nav 6 (22438-19, lot # 0061551). The stent remains inside the patient. There was no reported product deficiency. The reported patient effects of bradycardia, transient ischemic attack, and vasoconstriction are known adverse events listed in the rx xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.